Event description:
Information received indicates the head section is drifting down.

Manufacturer narrative:
The technician found the drive assembly was dirty. The technician cleaned and lubricated the drive to repair the bed.